Event description:
Caller reported that tandem charging supplies were hot to the touch. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by switching to a third-party cable. Tandem technical support initiated a return and replacement process for the charging supplies.